Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a call was received indicating that the physician's tablet had communication issues. The serial cable was replaced. No patient therapy was affected since the site had back-up systems. The serial cable doe snot require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.